Event description:
Additional patient data was received. The customer stated an architect i1000sr analyzer generated a false negative b-hcg result for one patient sample. The architect analyzer generated an initial b-hcg result of 4.10 miu/ml and a repeat b-hcg result of 28.34 miu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect total b-hcg, list 7k78, that has a similar us product distributed in the us, architect total b-hcg, list 6c21. An investigation was initiated to further investigate the customer issue including a review of the complaint text, testing of retained material of the same lot as that of the customer's lot and two other lots, a search for similar complaints, and a review of labeling. A field service engineer (fse) confirmed the instrument was not malfunctioning. The customer did not assess the patient samples in question using an alternative methodology. Additionally, the complaint ticket detailed that error code 3100 "liquid contact broken during aspiration for (x) at (y)" was observed during testing. In house testing confirmed successful calibration for all three reagent lots, and all replicates of controls were within specification. There were also no false positive or false negative patient results generated. No adverse trend was identified for this complaint issue. Product labeling was reviewed and found to be adequate. In conclusion, the investigation demonstrated that safety, effectiveness and label claims were met for the architect total b-hcg reagent lot in question.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process